Event description:
Patient was admitted to the hospital for right femur exchange nail open reduction and internal fixation with bone grafting secondary to a nonunion hardware failure. Patient felt a pop in his leg when he was walking and began to have pain with ambulation. X-rays showed no obvious fracture to his callus but his intramedullary device had been broken. The smaller and larger rods both had multiple shallow defects on the surface.